Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching, the lead returned stretched and helix was fully extended. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4).